Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin with the incident lot was not observed. Additionally, the instruction for use (IFU) for this tube type indicates that this tube type be allowed to clot for 60 minutes before centrifugation to facilitate proper clot formation and subsequent serum extrusion. The customer has indicated a 30- minute clot time allowance. A partially clotted sample will lead to the reported condition. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Root cause appears to be due to a shorter(30 minutes) clot time than recommended (60 minutes).

Event description:
It was reported that poor barrier separation was identified when using the bd vacutainer® cat (clot activator tube) plus blood collection tube. There was 100 occurrences noted. The following information was provided by the initial reporter: "they have reported fibrin thread in serum tubes, frequency is very high 8/10".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that poor barrier separation was identified when using the bd vacutainer® cat (clot activator tube) plus blood collection tube. There was 100 occurrences noted. The following information was provided by the initial reporter: "they have reported fibrin thread in serum tubes ,frequency is very high 8/10"